Event description:
Reported due to foot break. Physician attempted arteriotomy closure with a proglide device following an interventional procedure. The physician had difficulty removing the plunger but it was removed. Subsequently the physician had difficulty parking the foot. Removal of the device required "twisting" and when the sutures were removed a piece of the foot was attached. Closure was achieved with a second proglide device. Although requested, no additional information was provided.